Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on two days earlier at 11:00 am. As a result of the reported issue, she did not take any actions. The patient also mentioned that she was in a "diabetic coma-like state" after the reported issue began and received assistance from the emergency services 1/2 hour after the issue began. Her blood glucose result on the emt meter was 108 mg/dl and was not administered any treatment. At the time of troubleshooting, it was verified that this was not a new product and that the test strip was drawing the sample into the test area. The patient's testing technique for sample application was reviewed to be correct. However, the issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the patient alleged that she was in a "diabetic coma-like state" and reportedly had to receive assistance from the emergency services after the reported issue started. There is no information provided regarding the patient's diabetes medication regimen or previous blood glucose results. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.